Event description:
This ra lead has dislodged. Patients device has been reprogrammed to rv only. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
We were informed that this lead was successfully revised on (B)(6) 2020. No adverse patient side effects were reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This ra lead has dislodged. Device has been reprogrammed to rv only. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
We were informed that this lead was successfully revised on (B)(6) 2020. No adverse patient side effects were reported.